Event description:
The hcp reports a patient that has not reached efficacy with the infusion pump since it was implanted in january, 2007. The drug used in the pump is lioresal 2000 ug/ml at 1000 ug/day. The daily doses have been increased steadily with no patient response. A single therapeutic bolus of 100 ug was also programmed with no patient response. The hcp reports there has been no reservoir volume discrepancy. A catheter dye study and radiolabeled indium dye study were performed. The catheter was determined to be patent. Further troubleshooting to determine catheter tip placement is being considered. Additional information has been requested from the hcp, but was not available on the date of this report.